Event description:
It was reported that alaris pump infusion blood set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by customer that unable to prime blood, stopped priming after the filter portion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of ar flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2278-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.